Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 48 mg/dl (compact system) and 112 mg/dl (advantage system) no actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the compact system. Reference medwatch with patient identifier (B)(6) for the advantage system.